Manufacturer narrative:
Also implanted in the patient was aortic extender component pxa230300/06190546.

Event description:
As reported, in 2008, this patient underwent endovascular repair of a thoracic aortic transection secondary to a motor vehicle accident. Two gore excluder aaa endoprosthesis aortic extender components were implanted. A post-operative CT scan revealed a small pseudoaneurysm adjacent to the left subclavian artery. A reintervention took place about 9 days later, using an additional aortic extender component to extend the devices and repair the pseudoaneurysm. The patient is doing well as of a follow-up visit in 2009.